Event description:
After getting breast implants, I suffered chronic cystitis, rashes, autoimmune problems, chronic joint pain, and numerous other health issues. Please ban the toxic devices. There is no such thing as a safe implant.